Manufacturer narrative:
Limited information about the event was available. Attempts to follow up with the patient (user) and gain additional information did not receive a response.

Event description:
Intermittent catheter patient (user) stated she gets urinary tract infections (uti's) and thinks it is from the catheters. She had to go to the ER to be treated since it was too hard to see her doctor.